Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample is not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock of a blood transfusion set would not disconnect from an unknown stopcock. The reporter stated that the nurse had to use a tool to disconnect the set; the luer lock cap ruptured while attempting to disconnect the set. This occurred during disconnection from the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.